Event description:
Additional information confirmed that the patient has a non rechargeable ipg which is inoperable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrected data: b5: it was inadvertently reported that "it was reported the patient lost the charger, therefore he wasn't able to charge and the ipg became inoperable." In b5 in the initial report. Correct information has been updated in b5 of this report.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient lost the charger, therefore he wasn't able to charge and the ipg became inoperable. Surgical intervention may occur later.